Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d722 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, flm leak. No trend was detected for this complaint category. This assessment is based on information available at the time of the investigation. The analysis of the photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak in the flm or in close-by tubing during a manual blood return after the treatment was completed and the patient disconnected from the instrument. The patient was reported to be in stable/good condition and no additional blood was returned. The customer stated that they elect to perform manual return of the residual blood, since most of their patient population has low hgb/hct levels. There were no issues or alarms during the procedure. Photos were submitted for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photographs confirmed the leak in the fluid logic module (flm). A review of the device history record did not identify any related nonconformances. The review of the photographs was unable to confirm the root cause of the leak or confirm whether the leak was related to a manufacturing defect. (B)(4). Device not returned to manufacturer.